Manufacturer narrative:
(B)(4). Batch #: u9317d. Investigation summary: the analysis results found that the msm20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 4 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a plastic surgery procedure, they had an msm20 ligaclip applier issue during case. The clips did feed into jaw, however they were malformed. They moved on to a different lot number and that clip applier functioned normally. Was not made aware of any additional blood loss or any need for a transfusion. Case completed in normal time after small delay in getting additional device. There was no patient consequence.